Event description:
The surgeon implanted an aq2010v silicone three piece lens, dipoter -20.5, but the lens tore while being inserted. The lens was removed in pieces with no patient injury or complications. The facility stated the cause of the tear may have been the cartridge. An msi-tm injector and an aq cartridge fp were used but the facility was unable to recall the lot numbers.